Event description:
Intubated critical patient was on a ventilator and when the respiratory therapist checked the vent, noted that the vent's screen was black. The ventilator was working otherwise and the patient was ventilating. There was no adverse effect on the patient. The ventilator was pulled from service and the monitor was exchanged with a functional monitor. The defective monitor was returned to the manufacturer for repair and is still there. This facility has had two similar events with this device recently. Both units were returned to the manufacturer and have not been sent back to the facility. Staff do not know what caused or contributed to the problem. The device in each case had passed pm's and previously did not have this problem.